Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported insulin leak, or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to greater than 500 mg/dl after approximately 24 to 36 hours of pod wear on the abdomen. Reported symptoms included severe headache, nausea, vomiting, difficulty concentrating, and vision disturbances, which prompted the patient to seek medical attention. The patient was admitted to the hospital, where they were diagnosed with hyperglycemia. Treatment during hospitalization included fluids and unspecified medication, and additional testing was performed. The patient further reported detecting an odor of insulin during pod wear, suggesting a potential insulin leak. The patient was discharged on (B)(6) 2026. The device is unavailable for investigation.